Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately calcified left forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 6 seconds. Consequently, the balloon was simply removed from the patient's body. The procedure was completed with a different device. No patient complications reported and patient's condition is good.